Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+400 mg/dl). Troubleshooting was performed and pump appears to be delivering as expected. Reportedly, there were some air throughout the tubing. Cartridge and infusion set are changed every 4-6 days. Customer delivered a manual injection to stabilize blood glucose levels.